Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had some high blood glucose levels. Customer is not able to troubleshoot right now. Customer received a message to check for an occlusion. Customer was advised to change sets. Customer only has a few sets left. Customer will be sent emergency supplies. No additional information provided.